Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer had blood glucose result of 158 mg/dl at 8am on his compact system and a result of 170 mg/dl at 12 pm on his compact. Insulin was taken according to scale and meals were eaten with both results. At 3:30 pm the customer had a result of 412 mg/dl on his advantage and took 18 units of humulin r based on this result (high blood symptom with this result). Customer passed out at 4 pm and was taken to the hospital by emergency medical technicians (emts). Customer was not tested with emts meter. Hospital meter reading was 120 mg/dl; the meter was cleaned and the customer was re-tested on that meter; result was 40 mg/dl (lab value was in the 30's). Customer's blood glucose was tested on his meter within 10 minutes of the hospital result of 40 mg/dl and his meter read 312 mg/dl. Customer was treated with an injection, juice and food, and released 6 hours later. Controls were run and in range. Requested return of suspect device and replacement was sent. Meter; comfort curve test strip lot number 548739, expiration date 02/28/2007.